Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2017. The device was received for evaluation. Visual inspection found the black insulation on the shaft damaged, with scratches and scrapes. Black pieces were sent along with the device. The black pieces look similar to the scratched black insulation. The reported condition that black coating along the shaft was coming off of the device shaft was confirmed. The investigation noted scratches along the length of the insulated shaft. The insulation was peeling off in at least two locations, where bare metal was visible. The damage is consistent with scraping the shaft against another instrument or the sharp edge of a trocar during insertion or removal of the device. There is nothing in the manufacturing process that would cause this type of damage. The device passed mechanical, resistance, cut and activation tests. The investigation identified the root cause of the reported event to be that the device was scraped against another instrument or sharp edge of a trocar. The IFU states to use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that black coating along the shaft of the ligasure device was coming off in about an inch area down the trocar into patient cavity. The customer reported that they were not able to recover all of the black pieces that came off the device. No injury to patient has been reported.